Event description:
Customer's son reported via phone call that the insulin pump has been alarming button error. It was stated it was humid the day of the call and it was humid at the time she had the first alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. Displacement test wasn't performed due to keypad anomaly. The device had cracked case at reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker.